Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 25055175 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2015. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 25055175 as notification ID #200425885 on 12may2025. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing snapped at safety clamp.